Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. Based on the information reviewed, a cause for the reported entrapment of device cannot be determined. The reported foreign body in patient is due to the entrapment of device as the clip got caught in the chordae and the clip was deployed subsequently. The foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught and deployed in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A xtw clip was inserted and advanced under the valve. However, while under the valve, the physician applied m-knob which caused the clip to move medially and get caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Although the clip remained attached to the chordae, both leaflets were able to grasped, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.